Event description:
A female with history of claudication underwent an uncomplicated coronary diagnostic procedure in 2008 in which the mynx device was used and hemostasis achieved without complication at the right groin access site. The pt returned in nineteen days later, for elective abdominal aortogram with distal run-off. A 5f sheath was placed in the left groin, and the pt was documented to have left renal and right iliac disease as well as left peroneal and anterior tibial disease. In addition, a filling defect was documented in the right cfa, which the physician reported as potentially being the previously placed mynx closure device. Distal run-off documented good flow, however, the pt did have complaints of some leg pain/claudication. The pt returned on the following month, at which time the physician performed angioplasty of the cfa access site with distal protection. Flow was restored and the excised material was sent to aci for evaluation. The pt tolerated the procedure well and was discharged without further incident.

Manufacturer narrative:
The device was not returned for evaluation and the device lot number was not provided for lot history review. The excised material was sent to aci for evaluation in a specimen cup containing clear solution. When the container was received, it only contained solution; no material was present. Either the material was not returned in the container, or the material dissolved in the solution during transportation. Therefore, aci was not able to perform any analysis. Based on the info provided and the investigation performed, the cause of the filling defect is unk. Given that hemostasis was reportedly achieved without immediate complication, there is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.